Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm unexpected restart. Customer's blood glucose at time of incident was 78 mg/dl. The customer stated the alarm was cleared and pump restarted. The alarm is not recuring during normal use. The customer was advised to monitor pump. The customer reported via phone call indicating that the insulin pump had blank display. Customer's blood glucose at time of incident was 78 mg/dl. The customer was advised that the we ship a replacement battery cap. The customer reported via phone call indicating that she was hospitalized due to high blood glucose. Customer's blood glucose at time of incidents was 368 mg/dl. The customer was admitted to the hospital. The cause of emergency room visit as health care provider was diabetic ketoacidosis. The customer was kept overnight. The customer was put on IV of fluids for dehydration and insulin deliver was still from the pump and blood sugar normalized.